Event description:
The customer reported being hospitalized due to high blood glucose of 377mg/dl. The customer stated that the paramedics were called and they took her to the emergency room. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low battery and low reservoir alarm. Assisted the customer to run a manual prime test and the insulin did exit. After receiving the tubing clamp the customer called back to perform the high pressure test and passed. The customer stated that she does not believe the insulin pump is delivering the basal and does not feel comfortable. The caller requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.